Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that review was requested for this pacemaker due to episodes suggestive of oversensing resulting in ventricular events being stored. Technical services (ts) reviewed the available data and concurred with the presence of oversensing, noting that the findings were consistent with t wave oversensing (twos). A low r wave amplitude was also noted. It was further observed that the majority of oversensing episodes occurred within a specific time interval on a single day. Ts recommended further evaluation of these episodes during the next in clinic interrogation and assessment of potential contributing factors, including patient activity at the time of occurrence. This pacemaker remains in service. No adverse patient effects were reported.